Event description:
The customer reported that the system displayed a low ma warning and did not have an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative checked the generator batteries, performed a filament calibration and arc test, and replaced the lemo connector and x-ray on lamp assembly. The system operates as intended.